Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely calcified vessel. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, when the balloon was inflated at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material located 1 mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient's status was good.